Event description:
It was reported the power cord had been sheared, resulting in potential exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted with evaluation results.

Event description:
It was reported the power cord had been sheared, resulting in potential exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.